Event description:
The customer reported that the insulin pump sometimes delivers insulin without his intervention, and other time the device does not deliver when it is programmed. The customer stated that the infusion set was changed, and when he woke up his reservoir was empty. Reviewed the alarm history and found several low reservoir alarms. The bolus history showed that the last bolus was delivered on (B)(6) 2011. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.